Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The most recent blood glucose reading was 129 mg/dl. The customer stated that she tried to take the battery out to resolve the issue when the device informed her that she had taken the battery out too much. She noted that her blood glucose reading was 200 mg/dl the night prior, which was treated with a manual injection of 15 units of insulin. She stated that between 1 am to 5 am, the blood glucose reading increased to 339 mg/dl while wearing the insulin pump. She treated again with a manual injection of 20 units of insulin. The blood glucose reading thereafter was 149 mg/dl. She advised that the esc, act, and bolus buttons did not work. She also reported that she had worked out prior to the alarm and keypad issues, noting that she stuck to the side of the device. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.